Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg. Reportedly, the customer did not perform the proper air removal techniques, causing a load issue.